Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938u1ues7bylr. Hardware: sm-s938u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that on (B)(6) 2026, they administered 6 units via a bolus and then paused their op5 system, and 2 hours later they started the insulin delivery system on automated mode and fell asleep. The patient woke to paramedics providing medical attention as their family members called for medical assistance. The patient stated at about 1:00 am the paramedics administered intravenous treatment to bring them back from hypoglycemia. The patient also ate a sandwich, an orange, and an apple. The glucose levels were never mentioned by the paramedics but their op5 app was showing "low". Medical attention was sought on (B)(6) 2026, at 12:00 am. The patient was treated at home for approximately 1 hour. The patient stated they were unable to walk at that moment. The paramedics diagnosed the patient with hypoglycemia. The patient¿s blood glucose level was 45 mg/dl at the time of the event, and the paramedics stopped treatment once they reached 65 mg/dl.